Event description:
It was reported that during regular follow-up, high hv lead impedance was observed. Programming changes were made, and the impedance returned to normal range. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.